Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total -hcg, list 07k78-77, abbott ireland diagnostics division, longford, ireland to the architect i2000sr processing module, list 03m74-02, abbott laboratories, irving, texas, USA. MDR number 3016438761-2023-00222-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed false positive architect total. Hcg result for a patient when compared to another method which generated a negative result. The sample was repeated and the result was negative. The following data was provided. Initial result = 1003.2 miu/ml (positive); repeat result = <1.2 miu/ml negative. Colloidal gold method = negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.